Manufacturer narrative:
Manufacture¿s investigation conclusion: during the assembly and packaging processes, multiple visual inspection steps were completed. These steps verify that the package has been appropriately sealed, and that the modular cable is free of foreign matter and damage. The visual inspection steps are completed and signed off by multiple teams to ensure that all products conform to the applicable sterility and packaging standards. The reported event was not able to be confirmed by review of the device history record. Similar issues will continue to be tracked and monitored. The root cause of the reported event could not be conclusively determined via this analysis. The heartmate iii instructions for use describe how to properly unpack the modular cable and prepare it for use with the system controller. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot #: 8789636) was manufactured in accordance with manufacturing and qa specifications. These records indicated that there was no unacceptable discoloration, physical damage, or foreign matter related to the or caps. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a strand of hair on the cap of the out-of-box modular cable (lot number: 8789636) was unable to be confirmed, as the cable was not returned for evaluation and no photos were submitted for review. Provided information indicated that another modular cable was used for the implant, and there were no delays in the procedure. The device history records were reviewed for the heartmate 3 modular cable, and the records revealed that the cable was manufactured in accordance with manufacturing and quality assurance specifications. No unacceptable foreign matter related to the or caps or the modular cable were noted during the packaging process. The root cause of the reported event was unable to be conclusively determined via this analysis. The heartmate iii instructions for use describe how to properly unpack the modular cable and prepare it for use with the system controller. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot #: 8789636) was manufactured in accordance with manufacturing and qa specifications. These records indicated that there was no unacceptable discoloration, physical damage, or foreign matter related to the or caps. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump preparation a strand of hair was noted on the modular cable cap while in a sterile field. A new modular cable was opened and utilized for implant.